Event description:
Event description guidant received information that this pacemaker at the implant procedure was not displaying lead impedance measurements in the ddd mode. Immediately after the implant procedure the patient had a thoracentesis procedure. Upon interrogation with a wand the device displayed a nr, giving no impedaace measurements. It also paced lower than the lower rate limit, when the field representative thought the rate smoothing was off. The ventricular lead had loss of capture and was repositioned for a microdislodgement. At that time it was decided to explant the pacemaker(1298), due to the unusual behavior exhibited, and implant a new pacemaker (1290).